Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to report being hospitalized for low blood glucose with a reading of 20 mg/dl. The customer reported changing the infusion set the night prior to the event and stated she was disconnected during the manual prime. The customer also stated she was suffering from renal failure and stated this may have contributed to the low blood glucose. The displacement test was not done as the customer did not have supplies with her during the phone call.